Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was clarified that the patient's battery was low and needed to be charged before it could be interrogated/programmed. No replacement date has been scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via consumer regarding a patient who is implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's ins battery depleted prematurely. Caller met with the patient today and tried to interrogate/program ins but was not able to connect because the patient's battery was almost dead. The issue was not resolved and so the patient was scheduled to see another rep at her next appointment on (B)(6) 2020 to interrogate/program the ins. Patient had expressed interest in replacing the ins so that she can have full body MRI compatibility, which will be discussed at her next appointment. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they met with the patient. Patient expressed her frustration with recharging. Pt reprogrammed to hopefully decrease how often and how long that pt is having to recharge her stimulator. Pt and rep reviewed device and its overdrive technology/rapid recharge. Pt hopes to get her stimulator replaced within the year. Impedance check was within normal limits.